Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The rod's placement is problematic, necessitating a force that is painful for the patient. The torque moment suggested a proper fixation of the nut, even though the rod was only fixated on one side/at the edge of the thread.